Event description:
It was reported via a user facility medwatch that during a rotational atherectomy procedure, removal difficulties were encountered. The physician was performing rotational atherectomy for approx two minutes with the 1.75mm rotalink plus, when intermittently, the burr stalled and became stuck in the coronary artery. The physician was able to remove the guide wire, guide catheter and the rotalink plus device. The previously placed stents were noticeably damaged in the mid-portion and "not fixable" by balloon angioplasty. The pt was taken to the operating room for single vessel coronary artery bypass surgery. Additional info was requested, but not available for release.

Manufacturer narrative:
The complainant indicated that the device has been retained at the user facility and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.